Event description:
An environmental services (housekeeping) worker reached for exam gloves to use during routine cleaning duties. The worker observed that gloves were "clumpy". Pulling one glove from the box resulted in about a dozen gloves coming out in a clump. However, closer examination revealed that where gloves were stuck together, the knot was quite hard and that gloves did not separate easily.this raises concerns about mirco-tears and micro-pores in the nitrile material, thereby negating the ability of the glove to protect the worker.since this model of nitrile gloves are also used by care givers while providing patient care, this also raises questions about the ability of the glove to protect patients receiving care.the manufacturer was notified and they opened a complaint record.======================manufacturer response for exam glove, sterling nitrile powder free exam glove (per site reporter).======================the manufacturer requested the return of the defective product. The return is now pending the receipt of return goods authorization.